Event description:
Affiliate reports the safety function did not work during drilling of a second hole in the cranium. The perforator went into the dura. The perforator came apart when removed from the cranium. It was reported that the perforator was used after being autoclaved a second time.